Manufacturer narrative:
The company service rep examined the system and found no problems. The system was checked and met all product specifications. No samples were returned for evaluation, and further information on the reported event was not received. Therefore, the root cause of the reported corneal burn and occlusion is unknown, and can not be determined at this time. A review of the complaints for the system indicates that there have been no additional complaints. A trend review of the complaints for this issue indicates that there has been no adverse trending in the last 36 months. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 03/06/2008.

Event description:
The customer reported an occlusion occurred with a corneal burn noted. No intervention reported. No further information was received from the customer.